Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the touchscreen of the central control monitor (ccm) has a dent in it and the cursor is stuck where the dent is. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) does not know how the damage to the screen occurred.